Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, ketones, and high blood glucose of 370 mg/dl. The customer stated that she was treated with manual injections. The caller mentioned having issues with the infusion set. The basal rates in the insulin pump were correct. The customer could not run the functionality test. Advised the nurse to have the customer call back when she has time to troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.